Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent oversensing of observed deflections. Technical services (ts) found there had been a gradual rise in right atrial (ra) pacing impedance measurements over the last few months. Ts advised this increase in pacing impedance measurements may be contributing to loss of capture exhibited on the ra channel. Ts recommended the patient be seen in clinic for an evaluation. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.